Event description:
A clinic reported a blood leak from a crit-line blood chamber. The leak was visually observed coming from the crit-line blood chamber. The patient experienced no adverse effects and no medical intervention was necessary. Treatment was successfully completed. Estimated blood loss was reported as 10-20 ml. Leak occurred during the first hour of treatment. The device has been requested from the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
Follow up with the complainant was done for the sample return. She stated that the box in which the device was to be returned was misplaced, so she discarded the sample. The device was not returned.

Manufacturer narrative:
The device has been requested for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.